Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unknown process step of peritoneal dialysis therapy (pd). During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The hp confirmed that they properly tightened the connection before the therapy started. There was no damage or leak noted on the disposables. Renal therapy services (rts) explained the alarms and its causes. Rts advised the hp to start over with all new supplies or complete therapy with ultrabags (manual pd therapy). There was no patient injury or medical intervention associated with this event. No additional information is available.